Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable troponin t hs (high sensitive) stat (short turn around time) ¿ tnths stat result for 1 patient sample tested on a cobas 8000 e 601 module. The initial tnths stat result was 204 ng/l with a repeat result fo 97.54 ng/l. The initial result was released outside of the laboratory but was deemed incorrect. There was no allegation of an adverse event. The tnths stat reagent lot was 305646 with an expiration date of 30-jun-2019. Review of the calibration and qc data from the day of event, showed high calibration signals and level 1 qc was high and outside of the acceptable range. The analyzer alarm trace did not contain any conspicuous event. The investigation is currently ongoing.